Event description:
The customer reported that the setting she programmed into the insulin pump on (B)(6) 2014 were not there when she checked on (B)(6) 2014. The customer was unable to explain specifically what was going on with the insulin pump. She was able to use the buttons and move through the menus. The customer checked her bolus wizard and could enter her blood glucose value. Upon taking her blood glucose, it was 49 mg/dl, which she treated with food and glucose tablets. She stated her blood glucose had been low since putting on the insulin pump that day. It was stated that the customer was belligerent, weak, unable to concentrate and fatigued. The drive support cap appeared normal. While reviewing programming, it was found that the customer's basal rates were concerning. The total basal for the day was programmed at 59.85 units. The programming was for 0.4 units per hour at 12:00 am and 3.75 units per hour at 9:00 am. The customer was ...

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).